Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the tube allegedly could not be flushed. It was further reported that the port was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port, one catheter, two cath-locks, one right-angle non-coring needle, one straight non-coring needle, one vein pick, one flushing connector, one tunneler, one introducer needle, one 6.5fr peel-apart sheath and vessel dilator and one sealed safety infusion set were returned for evaluation. Visual and functional evaluations were performed on the returned device. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore, the investigation is inconclusive for the reported difficult to flush issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the tube allegedly could not be flushed. It was further reported that the port was replaced. There was no reported patient injury.